Manufacturer narrative:
Device lot number, or serial number, unavailable. The name of the initial reporter is unavailable. The device was not returned, so no analysis was conducted. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the tip of the solera cannulated tap 6.5mm was missing and the operation was performed without using the tap of this size. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: the tap was returned to the manufacturer for analysis. Analysis found that the tip of the tap had been nicked leaving a small gap. Analysis found that the reported event was related to physical damage. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.